Manufacturer narrative:
There was no button response on the act button due to fully unlocked connector on the lcd board. The displacement test was unable to be performed due to unresponsive keypad. The insulin pump had a crack on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and missing end cap sticker. The insulin pump had moisture damage on all electronic assemblies and motor assembly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button is unresponsive. Customer's blood glucose reading was 230 mg/dl. Customer removed the battery then put it back in and the insulin pump still does not work. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.